Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis ( initial surgery) : scoliosis procedure ( initial surgery) : posterior spinal fusion with pedicle screws placed at t2-t3-t4- l1-l2-l3 and rod was used for connecting levels implanted ( initial surgery ) : t2-t3-t4- l1-l2-l3 levels where rod was implanted: the upper of l1 procedure ( revision surgery ) : removal of the breakage rod, rod replacement and re-connection explant status: partial explant it was reported that on an unknown date, patient underwent a surgery. Post-op, rod was broken. Patient underwent a revision surgery to remove the rod. The patient did not achieve solid fusion because it was being extended. The product came in contact with the patient. Patient complications were unknown.

Manufacturer narrative:
Image review: thoraco-lumbar rod hook construct for scoliosis correction seen on post-op x-ray. There is a fracture of one of the rods at l1 below the rod connector. Only a t-l x-ray is provided. We are unable to assess sagittal balance and fusion status on the provided films, but these are likely contributing factors to the rod fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.